Manufacturer narrative:
Three fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the devices showed no ts or suture remain on the needles or were returned for examination. The needle on each device is bent. The actuators are in their post t2 deployment positions indicating a complete deployment of each device. The devices were functionally tested for proper actuator advancement and cycling, each device functioned as intended.

Event description:
It was reported that t2 not triggered. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.